Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the medication was unable to be delivered to the patient, noted on 2008-(B)(6), after an isotope pump study. The symptoms noted included a ¿moderate¿ severity of poorly controlled spasms. Reportedly, there was a kink in the lumbar area of the spinal catheter and a surgical intervention was performed. The pump was infusing lioresal. The patient was noted have recovered without sequela, ten days post-surgical intervention. It was later reported that the patient no longer had any signs or symptoms.